Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for troponin t hs (high sensitive) troponin t hs. The erroneous result was not reported outside of the laboratory. The initial troponin t hs result was 4 ng/l. The patient had a troponin t hs result of 2000 ng/l the day before. The sample that produced the result of 4 ng/l was repeated and the result was "around" 2000 ng/l. No adverse event occurred. The troponin t hs reagent lot number was 181799. The expiration date was not provided. The field service engineer visited the customer site on 08/27/2015 and identified a damaged sample probe. The sample probe was replaced and the system worked fine at that time. On (B)(6) 2015 the customer complained of questionable results with quality controls. This could be caused by air bubbles on the sample surface. The calibration signals from (B)(6) 2015 were acceptable; however, calibration was overdue by 5 months. Quality controls were acceptable the day of the event. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, the most likely root cause of the erroneous patient result is related to the broken cable connector on the sample probe.